Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary (B)(4) performance data was received and analyzed. The save to disk primary finding noted the lead defib superior vena cava (svc) impedance was out of range high.

Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead displayed high impedance triggering patient alert. The lead remains in use. No patient complications have been reported as a result of this event.